Event description:
The patient's healthcare provider reported via manufacture representative that the patient was receiving ineffective therapy and the implantable neurostimulator was explanted. It was unknown as to what diagnostics were performed. It was also unknown if any environmental/external/patient factors led or contributed to the patient's issue. The patient met with their healthcare provider to have their device reprogrammed. The reprogramming was unsuccessful. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.